Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support experienced device malpositioning and ventricular tachycardia requiring device repositioning. Approximately two days after start of impella mcs, the patient experienced arrhythmia. Echocardiogram showed the device was deep. Consequently, due to the ventricular tachycardia and the pump sitting against the wall, the impella 5.5 pump was repositioned, pulled back 3 to 4 centimeters. The arrhythmia noted to have resolved. Three days later, the patient experience another run of ventricular tachycardia. However, echocardiogram showed the impella 5.5 device in good position (mid ventricle). A viability study had been completed, and the patient was not a candidate for surgery (surgical turndown); there were no other alternative options for the patient. The patient remained on impella mcs over the weekend. The next weekday, the impella device was therefore weaned and explanted with a survived patient outcome. The patient was stable and planned for discharge home.